Event description:
A report was received that the patient had an increasing pain and loss of sensation and function of his legs after the implant. There was a large hematoma, which caused compression on the cord. The patient underwent an explant procedure, and the hematoma was removed. The physician did not believe that the event was device related but believed that the hematoma was procedure related. The patient is currently recovering postoperatively.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-8216-50, serial/lot #: (B)(4), description: artisan surgical lead, 50cm. The explanted devices were not returned to bsn as they were discarded by the medical facility.